Event description:
In a customer experience survey, this patient reported having had a serious infection while previously on peritoneal dialysis modality and the patient had to discontinue pd due to the infection. No additional information was obtained despite multiple due diligence attempts. Therefore, the type of infection could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there were no recorded allegations, nor is there any objective evidence that this event was caused by a fresenius device or product malfunction, deficiency, or otherwise product related issue. In a customer experience survey, this patient reported having had a serious infection while previously on peritoneal dialysis modality. No additional information was obtained despite multiple due diligence attempts. Therefore, the type of infection could not be confirmed. However, there were no recorded allegations, nor is there any objective evidence that this event was caused by a fresenius device or product malfunction, deficiency, or otherwise product related issue.

Event description:
In a customer experience survey, this patient reported having had a serious infection while previously on peritoneal dialysis modality and the patient had to discontinue pd due to the infection. No additional information was obtained despite multiple due diligence attempts. Therefore, the type of infection could not be confirmed.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. Investigation determines that there was no causal relationship between the objective evidence and the alleged event; the alleged event is unconfirmed. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.